Event description:
A female pt reported using renu with moistureloc multi-purpose solution and was diagnosed with corneal ulcer located in the central 4 mm of the cornea. On the date of event, the pt was seen with pain, redness and blurred vision in the right eye. She was prescribed zymer for 3 weeks and her condition resolved. No culture was taken. The physician contributed her event to staphylococcal bacteria and overwear of contact lenses. There was no permanent decrease in her visual acuity.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint sincce no product was returned and no lot number was provided. In addition, the physician contributed the event to staphylococcal bacterial and overwear of contact lenses. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. Co is continuing to investigate this link but in the meantime, co is taking the most responsible action in the interest of co's customers by discontinuing the moistureloc formula and recalling all distributed product.